Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt experienced a seroma for "a long time." On (B)(6) 2011, the pt underwent a pump myelogram. The physician aspirated 90+ ml of fluid from the pocket. After the fluid was aspirated, it was determined the connector was clearly not attached to the pump. On (B)(6) 2011, the pt underwent a surgical revision. The pump was replaced due to end of life. The physician did not find a suture tie for the pump. The catheter was revised; a catheter segment had a hole at a "crimped" segment. Following the surgery, the pt no longer had a headache, but it felt "full/stuffy." The pt recovered without sequela. The pump continued dilaudid 5 mg/ml.